Event description:
It was reported that the patient was experiencing inadequate stimulation due to spinal cord stimulation (scs) leads has high impedances. Interrogation revealed that one lead is entirely broken. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7080634.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to spinal cord stimulation (scs) leads has high impedances. Interrogation revealed that one lead is entirely broken. The patient will undergo a lead revision procedure. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were kept by the facility and will not be returned.